Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing. Unit functioning properly. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection. Unit received with minor scratched lcd window, cracked retainer and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.   The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, of experiencing high blood glucose of 476 mg/dl.  Customer treated with an insulin pen.  Troubleshooting found that the pump display did not return after leaving the battery out for two hours and after installing a new battery. Customer tried again with another battery and the pump did not stay on. Customer stated the device was not dropped or exposed to fluids.  Customer was advised to clean the battery compartment and display did not return. The insulin pump is returning for analysis.